Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report, d4: expiration date, UDI, g2: office contact - manufacturing site, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h4: device manufacture date, h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Additional 510 k number - k013227.

Event description:
It was reported that an implant could not achieve primary stability upon placement and was removed.